Event description:
The staff technician reported that when the catheter was flushed immediately after insertion, it was noted that the female luer was cracked. The catheter was removed and replaced. No patient injury.

Manufacturer narrative:
Visual examination of the returned device confirms a longitudinal crack in the red female luer, which leaked when flushed. Manufacturer's records were reviewed-no related discrepancies noted for luer lots. Cause indeterminate.